Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this left ventricular (lv) lead dislodged, and was therefore replaced. The lead will not be returned as it was discarded by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that that this left ventricular (lv) lead was explanted and replaced shortly after implant. The specific reason for explant was not provided. No additional adverse patient effects were reported.